Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a potential type ia endoleak that could not be resolved following the placement of a balloon expandable stent. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.